Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a biceps tendon, biceps tenodesis shoulder surgery the screw was completely crumbled after the second thread. The crumbled screw remains in patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 10-feb-2022: the screw parts were recovered. After the screw had already shattered on the second turn, they got the rest out of the hole and used a new one.